Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The caller was guided by customer technical support (cts) to perform a complete pump reset, after which the device no longer displayed the error code, and the caller successfully started a new sensor session.